Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a temperature alarm. Customer reports the pump never felt hot to the touch and had been in a 70 degree environment. Customer reported an elevated blood glucose level of 348 mg/dl. The customer changed cartridge and after a delay was able to resume insulin therapy.